Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the returned device identified that the stent was detached from the balloon. The detached stent was not returned with the remainder of the device. From the examination it was noted that stent crimp marks were evident on the balloon. A visual and tactile examination of the device found that the hypotube was kinked at various locations along its length. The balloon was inflated and deflated following inspection and no issues were noted with the tip or the balloon profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, device entrapment occurred. The 80%+ stenosed, focal target lesion was located in the mildly tortuous and mildly calcified right posterior descending artery (pda). The lesion was wired with a non-bsc wire and pre-dilated with a 2.25x12mm emerge balloon to 11 atms for 20 sec. The 2.5x16mm promus premier stent was deployed at 14 atms for 30 seconds. The physician then attempted to withdraw the delivery system and noted that the catheter would not come back and was ¿seized¿ or ¿locked¿ on the wire. The balloon was then re-inflated and deflated with additional attempts at removing the catheter until finally it was decided that he would remove the entire system from the patient. Procedure was completed by removing the entire system as a unit, no patient complications were reported.

Event description:
It was reported that during a percutaneous coronary intervention, device entrapment occurred. The 80%+ stenosed, focal target lesion was located in the mildly tortuous and mildly calcified right posterior descending artery (pda). The lesion was wired with a non-bsc wire and pre-dilated with a 2.25x12mm emerge balloon to 11 atms for 20 sec. The 2.5x16mm promus premier stent was deployed at 14 atms for 30 seconds. The physician then attempted to withdraw the delivery system and noted that the catheter would not come back and was ¿seized¿ or ¿locked¿ on the wire. The balloon was then re-inflated and deflated with additional attempts at removing the catheter until finally it was decided that he would remove the entire system from the patient. Procedure was completed by removing the entire system as a unit, no patient complications were reported.